Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Study source: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of upper respiratory tract infection treated with antibiotics. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. Approximately three quarters of the way through the procedure, the alair catheter was removed from the patient for cleaning. At this time, the physician noticed that the catheter had an inverted array. A second alair catheter was used to complete the procedure succssfully. On (B)(6) 2013, following the procedure, the patient experienced exacerbation of her asthma including symptoms of increased cough and wheeze. On (B)(6), 2013, the patient reported feeling better during the follow up phone call and the event was considered resolved. No medical intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2013, the patient was diagnosed with an upper respiratory tract infection (urti). Four days following the procedure, the patient began experiencing increased cough and wheeze, accompanied by thick greenish secretions. The infection was treated with a z-pak. The event was considered resolved as of (B)(6) 2013. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 2.12, fev1 % predicted: 76.81, fvc: 3.16, fvc % predicted: 91.33; post-bronchodilator; fev1: 2.24, fev1 % predicted: 81.16, fvc: 3.37, fvc % predicted: 97.40.

Manufacturer narrative:
Contact office: boston scientific corporation (B)(4). Study source: (B)(4). A visual inspection of the returned device revealed that electrode #4 of the array was inverted. Dried blood was found on the catheter. The proximal shaft was bent at approximately 18.5" and 20.5" when measured from the distal tip of the catheter. No other issues were found. A review of the device history record confirmed that the catheter met all specification requirements, allowing it to be released for distribution. A labeling review was performed and concluded that this device was used in accordance with the labeling. The directions for use (dfu) list upper respiratory tract infection and asthma exacerbation as possible adverse events associated with the use of the device. Therefore, the most probably root cause classification is anticipated procedural complication. Operational problem is being used to capture the inverted electrode and kinked catheter.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of upper respiratory tract infection treated with antibiotics. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. Approximately three quarters of the way through the procedure, the alair catheter was removed from the patient for cleaning. At this time, the physician noticed that the catheter had an inverted array. A second alair catheter was used to complete the procedure successfully. On (B)(6) 2013, following the procedure, the patient experienced exacerbation of her asthma including symptoms of increased cough and wheeze. On (B)(6) 2013, the patient reported feeling better during the follow up phone call and the event was considered resolved. No medical intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2013, the patient was diagnosed with an upper respiratory tract infection (urti). Four days following the procedure, the patient began experiencing increased cough and wheeze, accompanied by thick greenish secretions. The infection was treated with a z-pak. The event was considered resolved as of (B)(6) 2013. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator. Fev1: 2.12. Fev1 % predicted: 76.81. Fvc: 3.16. Fvc % predicted: 91.33. Post-bronchodilator. Fev1: 2.24. Fev1 % predicted: 81.16. Fvc: 3.37. Fvc % predicted: 97.40.